Event description:
The customer reported that the lh500 hematology analyzer failed to flag for the presence of blast cells in one patient sample. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the laboratory. The physician requested a smear review. A manual differential was subsequently performed on the sample and 4% blast cells were observed. The customer believed the manual results to be correct. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. A field service engineer visited the site on (B)(4) 2009 to evaluate the instrument. He completed a calibration procedure (large latex calibration) and verified differential operation. The results met published performance specifications. An analysis of the test data associated with this patient sample indicated that the neutrophil population had a wide rls (rotated light scatter) distribution. It appears that the root cause was the instrument software algorithm which was not sensitive enough to generate any suspect flags for this patient sample.